Manufacturer narrative:
Device available for evaluation? Yes date returned to manufacturer: sep 28, 2021 returned to manufacturer: yes device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. Date of event: unknown, not provided, but date of first symptoms was noted as right away. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s left eye in secondary surgical procedure due to poor vision and since the patient was seeing flashes. A non-johnson and johnson iol was used as a replacement lens. There was no incision enlargement, no vitrectomy and no sutures required. Patientis is doing good post-op. There was no patient injury reported. No further information provided.